Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drugs for the peritonitis. At the time of this report, the patient was still in hospital and had not yet recovered from the peritonitis. The action taken with dianeal therapy was not reported. No additional information is available.